Manufacturer narrative:
The device was manufactured between 28apr2020 and 29apr2020. Four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak was observed at the spike port bonding area on all four devices. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered after filling. There was no patient involvement. No additional information is available.